Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 99,511 joules during a prostate procedure. The physician reverted to turp a (alternative surgical procedure) to complete the case. It was reported "no injury to pt."